Event description:
It was reported that shaft break occurred. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. Upon advancement of the device over the wire through the guide catheter, the balloon catheter broke (snapped in half). The device did not enter the patient's body and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon wings were tightly wrapped and had not been subjected to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination was completed on the shaft of the device. A hypotube break was identified at 852 mm distally from the strain relief. The shaft was also found to be severely kinked at more than one location along its entire length. This type of damage is consistent with excessive force being applied to the delivery system.

Event description:
It was reported that shaft break occurred. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. Upon advancement of the device over the wire through the guide catheter, the balloon catheter broke (snapped in half). The device did not enter the patient's body and there were no patient complications reported.